Manufacturer narrative:
Concomitant products: item #00811400100, cpt femoral stem, lot #unk; item #00875705001, continuum tm cluster shell, lot #unk; item #00875100932, highly crosslinked polyethylene liner, lot #unk. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the wrong size head was implanted with the liner. The implant is currently implanted in the patient, no revision has been reported to date, and no harm or injury has been reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. It is reported that the surgeon put the wrong size head with liner. Since the 36 mm head is not compatible with the 32 mm liner and the root cause for the reported event would be the wrong device selection. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.